Event description:
It was reported that on several occasions the device powered itself on and the prompt "connect electrodes" was seen and heard. The device is being stored in a cabinet hallway. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.